Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue:no device malfunction has been reported. It was reported via trial that the index procedure date was 2008. A linear dissection occurred during the procedure. Predilatation was performed prior to stenting. Balloon angioplasty was performed for treatment of the dissection and the incident was resolved. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection is a known outcome of coronary stenting procedures, and is listed in the IFU as a potential adverse event. The IFU cautions: "implanting a stent may lead to vessel dissection and acute closure requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." In this case, there was no report of damge to the sds prior to use or difficulties deploying the stent implant which could have contributed to the dissection. A definite root cause for the dissection and the relationship to the device cannot be determined and there are no indications of a product quality issue.